Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. Visual examination showed that the on the crimped stent the stent was damaged with struts at the distal edge lifted from the stent profile. The struts towards the middle of the stent are slightly stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the shaft polymer extrusion profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.50x24mm promus element ¿drug-eluting stent was advanced to treat the target lesion. However, during procedure, it was noted that the proximal stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.50x24mm promus element &#8466;ug-eluting stent was advanced to treat the target lesion. However, during procedure, it was noted that the proximal stent struts were lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.